Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that the patient was seen by the physician and they had "increased the electricity" because the patient was experiencing some pinches. It was noted that this action corrected the issue however the patient started feeling a pinching feeling under the breast again. The patient indicated it felt "like a lock of strength". The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.